Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported the insulin pump had physical damage. Customer stated that there were cracks on the insulin pump inside the reservoir compartment and it ends towards the esc button. Troubleshooting was done. Customer's blood glucose was 47 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube, a cracked reservoir tube lip and window, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case near the display window corner, stained address and serial number label and a stained end cap sticker.